Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04805. It is unknown which lead is the left lead, therefore we are reporting on all possible leads implanted. It was reported the patient lost stimulation coverage on the left side. Reprogramming was unable to resolve the issue. X-rays confirmed the lead had migrated down. The patient underwent surgical on (B)(6) 2017, where the left lead was repositioned back to the original position.